Manufacturer narrative:
H10: it was reported that after an initial bunion surgery on (B)(6)2020, hardware was removed in a revision surgery on (B)(6)2021 due to continued pain. According to the patient, physical therapy for her foot was postponed due to fracturing her distal radius bone from a fall three months post-surgery while getting off her bicycle requiring surgery and physical therapy. Per the implanting surgeon, although the surgeon did not believe the hardware was the source of the pain, removal of the hardware was offered since the bones were determined to be fused/healed. However, the patient chose to get a 2nd opinion from a different doctor who believed the source of the pain may be a result of the bone not being fully fused/healed and ordered a CT scan for further evaluation. Upon removal, there was no deficiency or failure found in any tmc hardware and the patient's bones were completely fused/healed. There were no other patient outcomes reported as a result of this event and the patient has since reported a significant improvement in her pain. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined. The company will supplement this MDR as necessary and appropriate.

Manufacturer narrative:
Medwatch report number: mw5100910. It was reported that after an initial bunion surgery on (B)(6) 2020, all hardware was removed in a revision surgery on (B)(6) 2021 due to continued pain. According to the patient, physical therapy for her foot was postponed due to fracturing her distal radius bone from a fall three months post-surgery while getting off her bicycle requiring surgery and physical therapy. Per the implanting surgeon, although the surgeon did not believe the hardware was the source of the pain. Removal of the hardware was offered since the bones were determined to be fused/healed. However, the patient chose to get a 2nd opinion from a different doctor who believed the source of the pain may be a result of the bone not being fully fused/healed and ordered a CT scan for further evaluation. As a result of the scans confirming the bones were completely fused/healed, all hardware was removed with no deficiency or failure found in any tmc hardware. There were no other patient outcomes reported as a result of this event and the patient has since reported a significant improvement in her pain. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2020, all hardware was removed in a revision surgery on (B)(6) 2021 due to continued pain. There were no other patient outcomes reported as a result of this event and no reported deficiencies or malfunctions with the hardware.